Event description:
Reportedly, after performing a mitral valve replacement and a coronary artery bypass graft noticed on post operative tee that there was a central regurgitation of implanted bioprosthesis. The device was removed and a mechanical device was implanted which appeared well seated and no obvious damage or surgical problems. Patient did not recover and surgeon is stating it is device related.

Manufacturer narrative:
Device not returned.